Event description:
It was reported that the implantable neurostimulator (ins) was malfunctioning and the patient experienced shocking. The issue began about one month prior to report. The patient was told by the healthcare professional (hcp) that the ins would last seven years and thought the fact that the ins was at end of service (eos) ¿soon¿ may have had something to do with the shocking. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3887-33, lot # j0405873v, implanted: (B)(6) 2004, product type lead; product ID 3887-33, lot # j0225521v, implanted: (B)(6) 2002, product type lead. (B)(4).